Manufacturer narrative:
Concomitant medical products: product ID: 37601, (B)(4), implanted: (B)(6) 2016, explanted: (b)() 2017, product type: implantable neurostimulator. Other applicable components are: product ID 3389s-40: lot# v163610, implanted: (B)(6) 2010, product type: lead, product ID: 3389s-40, lot# v224595, implanted: (B)(6) 2010, product type: lead, product ID: neu_adaptor_acc, product type: accessory, product ID: neu_adaptor_acc, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that programming around contacts 3 and 10 seemed to work. The battery longevity estimations improved with the new settings. There was no known reason for the short circuit.

Manufacturer narrative:
Other applicable components are: product ID 37601 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type implantable neurostimulator product ID 3389s-40 lot# v163610 serial# implanted: (B)(6) 2010 explanted: product type lead product ID 3389s-40 lot# v224595 serial# implanted: (B)(6) 2010 explanted: product type lead product ID neu_adaptor_acc lot# serial# unknown implanted: explanted: product type accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had low impedance on their left side. The next year the rep reported low impedance on the right side as well. Left side: c0: 389 ohms c1: 421 ohms c2: 590 ohms c3: 421 ohms 01: 593 ohms 02: 796 ohms 03: 593 ohms 12: 482 ohms 13: 55 ohms 23: 482 ohms right side: c8: 889 ohms c9: 687 ohms c10: 241 ohms c11: 600 ohms 8/9: 1057 ohms 8/10: 1003 ohms 8/11: 1278 ohms 9/10: 723 ohms 9/11: 1043 ohms 10/11: 643 ohms. Estimated longevity performed: left side: c+4- 2.9v/60pw/185hz. Therapy impedance: 424 ohms. Right side: c+10- 3.0v/90pw/185hz. Therapy impedance 256 ohms. The patient's device was at the elective replacement indicator. It was replaced and the new device also had low impedance. Right side dropped again to 321 ohms. Re-ran longevity estimate with new value. L: 2.9v, 60pw, 185hz, 460 ohms, r: 3.0v, 185hz, 90pw, 321 ohms. The rep noted there was a short on contacts 1 and 3. Given the low impedance on the new device, the rep indicated they would follow-up with the physician about reprogramming around electrode 10, as this seemed to be the driver of low impedance. No patient symptoms or further complications were reported as a result of this event.